Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw handpiece device cable that attaches to the saw interface device was loose and became unplugged during the case. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, saw interface device, (B)(6) 2023. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, the following condition was reported against the product (B)(6): it was reported that the cable from the saw hp that attaches to the sasi was loose and became unplugged during a case. The reported issue by the fse couldn't be confirmed against the handpiece at the depot. As per wo-996536, the handpiece was returned to the depot for evaluation. The service technician carried out an assessment based on dl000000151, and no failures were identified with the handpiece. All testing passed and the system is confirmed to perform as intended. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: null . Device history batch: null . Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.